Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the x key activated a keyboard shortcut, preventing the user from using the key normally. A field service engineer (fse) rebooted the station and tested it using the hardware test application (hta) to determine whether the issue persisted. After testing, the keyboard was confirmed to be working properly, and no further issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard had missing letters and needed to be replaced. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex g.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard had missing letters and needed to be replaced. However, there were no delays or adverse events or injuries reported based on this event.